Event description:
It was reported that this recently implanted pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension showing reason rate too high due to the presence of an atrial arrhythmia. The presenting electrogram (egm) showed significant atrial undersensing, resulting in inappropriate atrial pacing. The current atrial sensitivity is programmed to fixed 0.75 mv (millivolts). Further review was recommended to consider increasing atrial sensitivity programming. At this time, the device and both the right atrial (ra) and right ventricular (rv) non-boston scientific leads remain in service. No adverse patient effects were reported.